Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs), the valve moved aortic and resulted in severe paravalvular leak (pvl). Coronary ischemia was noted. The valve was snared to a higher position in the ascending aorta. Hypotension was noted and believed to be caused by the severe pvl. Another valve was successfully implanted in the aortic position resolving the pvl. Good coronary perfusion was noted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.